Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl (paramedic's meter), 104 mg/dl (paramedic's meter), and 147 mg/dl (patient's meter).

Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl (paramedic's meter), 104 mg/dl (paramedic's meter), and 147 mg/dl (patient's meter).